Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The contra angle-lock fractured at the thinnest part due to torsion, no material failure was found. This is caused by enhanced implant insertion torque.

Event description:
It was reported that an ev implant driver 5.4 short latch broke in the surgical driver handle and the surgery was not completed successfully and an additional surgery is needed.